Event description:
A malfunction on the pump was reported by the caller, which occurred after an update. Despite the issue, there was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support to reset the pump, but the malfunction recurred. Consequently, technical support arranged to replace the pump and provided instructions for the customer to follow upon receiving the new device, as well as steps to return the defective pump. The customer was to use a backup insulin pump to ensure uninterrupted insulin delivery.